Event description:
A peritoneal dialysis nurse manager reported a patient was hospitalized on (B)(6) 2015 for malaise, fatigue and low potassium. The patient was discharged on (B)(6) 2015. The manager stated that the hospitalization was not cycler related. No further details were provided.

Manufacturer narrative:
The post market surveillance department reviewed the patient's medical records and the clinical investigation reveals the following. Based on the 37 pages of medical records information it appears that this patient was hospitalized on (B)(6) 2015 with recurrent lethargy and malaise. There was no mention of any issues with the cycler. There are no dialysis treatment sheets from this time period for review. Medical records do not contain any progress notes, hospital dialysis treatment records, physician orders, lab or diagnostic tests or medication records for review. There was no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the reported event.

Event description:
The following is from the patient's medical records provided by the treatment facility: patient is a (B)(6) male patient who presented at the hospital on (B)(6) 2015 with increasing weakness and fatigue over the past few weeks. The patient was diagnosed with weakness, syncope, end stage renal disease, atrial fibrillation and hypertension and admitted into the hospital. Patient was discharged on (B)(6) 2015 the patient was re-admitted on the same day due to hyperkalemia, metabolic acidosis and significant uremia. The patient was treated and his hyperkalemia and metabolic acidosis improved. Patient was discharged on (B)(6) 2015.

Manufacturer narrative:
Based on the 37 pages of medical records information it appears that this patient was hospitalized on (B)(6) 2015 with recurrent lethargy and malaise. Patient was seen at the dialysis clinic on (B)(6) 2015 and his breathing was okay and blood pressures were controlled. However, on (B)(6) 2015, the patient was confused and blood pressure was low and the patient was sent and admitted into the hospital for fluid overload and hypopotassemia. Medical records do not show any iipv. Patient stated that during the night, he had fallen asleep and woke to find his cycler was off. Patient turned the cycler on but, at this point, he was really weak and couldn't get up. According to the peritoneal dialysis registered nurse, (pdrn), she was unaware of any missed treatments or serious injury related to the reported event. Patient was discharged home on (B)(6) 2015 but returned to the hospital on (B)(6) 2015 with malaise and fatigue. There was no mention of any issues with the cycler. There are no dialysis treatment sheets from this time period for review. Medical records do not contain any progress notes, hospital dialysis treatment records, physician orders, lab or diagnostic tests or medication records for review. There is no documentation in the medical record that indicates there was a causal relationship between the patient's liberty cycler and the patient's fluid overload.

Event description:
Patient is a (B)(6) male patient who presented at the hospital on (B)(6) 2015 with malaise, fatigue and shortness of breath. The patient had fallen at home, as well. According to the patient's daughter, the patient had become confused and his blood pressure had dropped and 911 was called. Patient was admitted into the hospital, diagnosed with fluid overload and hypokalemia. Patient was treated and his fatigue improved. Patient was discharged on (B)(6) 2015. On, (B)(6) 2015, the patient presented at the 4 hospital with increasing weakness and fatigue over the past few weeks. The patient was diagnosed with weakness, syncope, end stage renal disease, atrial fibrillation and hypertension and admitted into the hospital. Patient was discharged on (B)(6) 2015. However, the patient was re-admitted on (B)(6) 2015 due to the home healthcare not able to manage patient outpatient. On (B)(6) 2015, the patient presented to the hospital with malaise and fatigue. Patient was diagnosed with hyperkalemia, metabolic acidosis and significant uremia and re-admitted. The patient was treated, and his hyperkalemia and metabolic acidosis improved. Patient was discharged on (B)(6) 2015.

Manufacturer narrative:
Patient code: (B)(4). Hypokalemia. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history records review confirmed the labeling, material, and process controls were within specification.